Event description:
It was reported the single use mechanical lithotriptor's distal tip broke when the guidewire was passed. This occurred during an endoscopic retrograde cholangiopancreatography procedure. The procedure was completed with a back-up device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.